Event description:
It was reported that post a sleeve gastrectomy the patient presented with hemoperitoneum post procedure. The patient had post-surgery bleeding, and had be re operated.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How was the post-op bleeding addressed in the reoperation? Was the site of the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? Does the surgeon believe that there is an alleged deficiency with the ethicon device that may have caused or contributed to the post operative complications? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.